Event description:
Information was received that device is double beeping. No patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition, however, the battery cover is missing. There are minor pry marks on the upper right hand corner. No evidence of reported problem in event log was found. During the evaluation of the device, the double beeping was not able to be duplicated. Several attach and detach cycles were attempted. Occlusion tests were passed. No fault was found with the returned pump but the downstream sensor was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.